Event description:
It was reported that the patient presented for lead revision due to dislodgement of the right ventricular lead. During the procedure, the helix would not extend. The lead was explanted and replaced. Patient was stable post procedure.